Event description:
The customer's mother reported via phone call that the insulin pump had a crack on the reservoir. The customer's blood glucose level the past three days was as low as 60 mg/dl and as high as 580 mg/dl. She found the infusion sets were sometimes kinked. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.